Event description:
Medics responded to a cardiac arrest, disposable defibrillation electrodes were attached to the pt. Reportedly, the device displayed dashed lines and indicated connect electrodes, use of the device was inhibited. The medic checked all connections from the pt back to the device and could not clear the connect electrodes indication. One of the crew went out to retrieve a backup cable when the als support crew arrived with a back up device. The same defibrillation electrodes were used, the pt was found to be in v-fib at the time. The pt was successfully shocked into a perfusing rhythm. The pt later died.